Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the device broke off inside the patient while activating. The material was removed. A new similar device was opened and used to complete the procedure. There was no patient injury.